Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a bad fall and two days later the right ventricular (rv) lead triggered a lead integrity alert (lia) for high and undefined pacing impedance as well as noise. A fracture was confirmed. All therapies and alerts were turned off and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.